Event description:
Bak/c implant was removed five years after implantation due to pt pain and non-fusion.

Manufacturer narrative:
This is the initial report to FDA regarding this event and device. Additional info regarding the pts pre-revision condition has been requested. This info will be reported when it becomes available.